Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported the patient developed a wound erosion on the side of their head, which required a revision of the system. It was also reported the had tremors of the nervous system. The system never functioned as well after those events, as it did before. More recently, they had the lead explanted because of another scalp erosion. After the first revision, the stimulation was confirmed moderate, but incomplete tremor suppression. The patient can now write their name. The voltage was increased and the patient began to complain of dizziness and lightheadedness, which both occurred suddenly. This was resolved once the device was turned off, and they returned when turning the stimulation on with either contact 0 or contact 1, active at amplitudes as low as 2 v. The left posterior subthalamic area was less satisfactory and had more stem side effects, the lead was simply extracted. The ins was explanted as well, and revised to be moved to the new pocket on the right from the left infraclavicular fossa. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the patient had a stroke.